Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported vasoview hemopro 2 used for an endoscopic vein harvesting procedure, tip of harvesting device had broken/filament exposed in middle of jaws of device. No injury or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6: medical device ¿ problem code. The lot #3000242413 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported vasoview hemopro 2 used for an endoscopic vein harvesting procedure, tip of harvesting device had broken/filament exposed in middle of jaws of device. Wire was sticking out of jaws. Jaws of device separated upon opening and they separated after use was initiated. Nothing fell off of device. The case was completed with a new device. No harm, injury or adverse event reported.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected sections: h4 manufacture date - to reflect the correct date; e3 - contact person occupation from "other healthcare professional" and "administrator/supervisor" h3 other text : discarded.